Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was received for analysis. There was blood in the balloon and inflation lumen. The tip was damaged. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall aligned with the distal end of the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during percutaneous peripheral intervention, a balloon rupture occurred. Vascular access was obtained via femoral artery. The 99% target lesion was located in the severely calcified and severely tortuous left common iliac artery. The physician inserted the non bsc guide wire from the 6fr25cm unspecified sheath and was able to cross the lesion. After ivus, pre dilatation was performed using a 3mm x 20mm x 144cm coyote es. It was first inflated at 10 atmospheres however during the second inflation the balloon ruptured at 10 atmospheres. Additional dilatation was performed with a 4mm peripheral cutting balloon (pcb) and sterling balloons, then a 7×57 express ld stent was deployed and the procedure was completed. No patient complications were reported and the patient status is good.